Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed high pacing impedances and thresholds. The patient was scheduled for a revision procedure. While the patient was in the cath lab, the device was interrogated where it was found that the device was able to be reprogrammed with resolution of the clinical observations. A lead fracture was suspected. There were no additional adverse patient effects reported.